Manufacturer narrative:
Per tandem¿s user guide: ¿only humalog and novolog have been tested and found to be compatible for use in the pump.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, customer used apidra insulin and customer was informed on cartridge/insulin labeling. There was no impact to customer's blood glucose.